Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient post photo refractive keratectomy (prk) over uneventful lasik with bandage contact lens placement in the left eye. On post -operative visit number four, patient had a small central defect. Contact lens was repositioned. At post-operative visit number six, patient complained of blurry vision but no pain. Central opacity appeared sterile. Eye drops were reviewed with the patient. Patient has been taking a topical non-steroidal anti-inflammatory drop since surgery. Dead epithelium was debrided. Contact lens was replaced. Non-steroidal anti-inflammatory drop was reinforced. Patient was started on a topical steroid/ antibiotic combination drop and also a topical antibiotic drop, alternating every two hours. At post-operative visit number seven, opacity was nearly resolved. Epithelial defect noted centrally. Bandage contact lens was replaced. At post-operative visit number ten, central opacity noted. Increase drop dosages were continued. At post-operative visit number eleven, patient's opacity has increased in density and size. Infectious etiology was sent to corneal specialist for fungal and aerobic cultures. Topical steroid/ antibiotic combination drop and also a topical antibiotic drop were discontinued. Patient was started on a different antibiotic every hour. Patient was to follow up with a corneal specialist. Patient is being followed by the corneal specialist. Left eye is reported to be healing but haze is still present.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).